Event description:
Central venous line placed for stem cell harvest at a hosp on 10/28/1997. Central venous line removed on 7/6/1998. Routine x-ray 10/1998 showed fragment of central venous line in right venous system. Retained fragment removed via right femoral artery without complication. Unk if central venous line broke due to product defect, original placement or during removal.